Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown.

Event description:
Patient representative reported "capsular contracture (baker grade unknown), ongoing breast pain, soreness, discomfort, and emotional distress due to the increased risk of bia-alcl". Device has been explanted. This record is for the right side.